Event description:
A patient reported the events of ¿red breast syndrome¿, ¿they think I'm allergic¿, ¿having some breast issues¿, ¿mesh/bacteria; there might be an infection from surgery complications¿, ¿stomach issues¿, ¿breathing issues¿, and ¿pancreas issues¿ with unknown mammary implants. The device remains implanted. This record is for left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection (unknown onset) and allergic reaction/hypersensitivity is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (unknown onset) and allergic reaction/hypersensitivity.